Event description:
I have had several freestyle libre sensors cause a rash and blistering while wearing the 14 day sensors. I previously have worn the 10 day sensor for a year with none of these symptoms. FDA safety report ID# (B)(4).